Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced 2 infusion sets tubing was leaking at quick release and infusion set is use for less than a day. No further information available.

Manufacturer narrative:
Initial and final MDR 1904321 - MDR 8021545-2024-01804 - device 2 of 2. E1: patient city: bastrop. Patient country: united states.